Event description:
It was reported that(1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the "ors" supply coordinator reported that the surgeon used the er320 instrument on the pt during the procedure and the clips fell loose from the instrument. There was no consequence to the pt.